Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on electronic assembly. The motor had moisture damage. The insulin pump was unable to test for battery out limit alarm due to blank display. No cracks noted on case and minor scratches on display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was on vacation and the insulin pump fell in the pool. Customer took out the battery and blew it with a blow dryer. Customer stated that she dried it for 20 minutes. Customer does not know if she has a new battery. Customer will put in a used battery. Customer's blood glucose was about 130 mg/dl. Customer mentioned that she had a battery out limit alarm. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.